Event description:
It was reported that this left ventricular (lv) lead exhibited low intrinsic amplitude. Boston scientific technical services (ts) discussed that device appeared to be functioning as programmed. The device remains in service. No adverse patient effects were reported. Additional information indicated that this lv lead exhibited out-of-range intrinsic amplitude and a possible lv loss of capture. Ts advised a further evaluation of the lv pacing threshold and discussed that the loc was difficult to confirm with the stored electrogram (egm). Subsequently, this lv lead was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to field d6b explant date. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this left ventricular (lv) lead exhibited low intrinsic amplitude. Boston scientific technical services (ts) discussed that device appeared to be functioning as programmed. The device remains in service. No adverse patient effects were reported. Additional information indicated that this lv lead exhibited out-of-range intrinsic amplitude and a possible lv loss of capture. Ts advised a further evaluation of the lv pacing threshold and discussed that the loc was difficult to confirm with the stored electrogram (egm). Subsequently, this lv lead was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited low intrinsic amplitude. Boston scientific technical services (ts) discussed that device appeared to be functioning as programmed. The device remains in service. No adverse patient effects were reported. Additional information indicated that this lv lead exhibited out-of-range intrinsic amplitude and a possible lv loss of capture. Ts advised a further evaluation of the lv pacing threshold and discussed that the loc was difficult to confirm with the stored electrogram (egm).